Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath cateter intravenoso periferico 20ga x 1.16¿ (1.1 x 30mm 49ml/min) had a damaged tip. The following information was provided by the initial reporter: "when opening the package it is observed that the plastic covering the needle had a lateral tip, which could rupture the vein when puncturing the patient."

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. DHR could not be performed as the lot# is unknown. H3 other text : see h.10.

Event description:
It was reported that bd angiocath¿ catheter intravenoso periferico 20ga x 1.16¿ (1.1 x 30mm 49ml/min) had a damaged tip. The following information was provided by the initial reporter: "when opening the package it is observed that the plastic covering the needle had a lateral tip, which could rupture the vein when puncturing the patient."